Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A history review of serial number (B)(4) showed no other similar complaint(s) from this serial number.

Event description:
It was reported by the PICC rn on the sr 8 ultrasound system battery life at 70% the unit remained frozen for about 90 minutes with battery life decreasing to 20% once it was plugged into a power outlet the battery life went up to 32% then system functionality returned.